Manufacturer narrative:
None reported.

Event description:
It was reported that bd connecta plus3 blue component damaged and leaked it concerns a complaint about a medical device for which the hfmea risk analysis has shown that there is a low risk for the patient. This means that the complaints are sent as a report to the supplier and any actions are taken to the supplier on the basis of a periodic trend analysis. Our complaint number (B)(4) date of complaint 2 november 2024 product description bd connecta 3-way faucet - rotation 360° blue your article number 394602 lot number article unknown description of complaint patient received a clean infusion system on (B)(6) 2014 at 17:30. Due to a defective three-way valve, more than 80% of the tpv has run into bed. Comments the complaint material has been preserved and can now be picked up at any time - in consultation. This is possible on working days between 08:00 and 16:00. You will find the route description in the attachment. (We can not process correspondence without mentioning our complaint number!) We expect from the supplier: an internal complaints procedure and a proactive attitude in the handling of complaints the complaint material is not kept. If you wish to investigate it, you can indicate this within 5 working days. You take care of collecting the complaint material yourself. After 5 working days, the complaint material will be destroyed. A written acknowledgement of receipt upon receipt of the complaint and/or the product all correspondence is done digitally with our internal complaint number contact about complaints via: stafbureaumedischehulpmiddelen@erasmusmc.nl.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the samples. Analysis of the sample showed that cracks in the various ports were found. Bd was not able to determine the cause of the failure as it can be due to molding problems or the medication used by the customer or the customer use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.